Event description:
Customer reported low blood glucose symptoms with result of 62 mg/dl obtained on the aviva system. Customer self treated with orange juice and obtained a result of 278 mg/dl within 10 minutes. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.